Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that she was at the beach, however does not recall any moisture damage. Customer's current blood glucose reading is 131 mg/dl. No further information reported.